Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: d8,d9,h3,h4, h6, h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was not confirmed. Based on the results of the investigation the root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the video system center's video image turned off and on by itself. The customer reported the issue was found during preparation prior to use. There were no reports of patient harm.

Manufacturer narrative:
The device has not been provided for evaluation at this time. Should additional relevant information become available, a supplemental report will be submitted.